Event description:
It was reported that the subject went to the emergency department with pain at the ins incisional site and some bleeding was observed. The subject was diagnosed with ins incisional would cellulitis and was prescribed cephalexin 500mg and bactrim 800/16mg.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the subject went to the emergency department with pain at the ins incisional site and some bleeding was observed. The subject was diagnosed with ins incisional would cellulitis and was prescribed cephalexin 500mg and bactrim 800/16mg.